Event description:
It was reported that the patient felt twitching on the left side when lying down. At explant, insulation anomaly was observed. A tissue discoloration was observed in the ICD pocket area during lead replacement.

Manufacturer narrative:
Na

Manufacturer narrative:
As received, a partial lead was returned. Visual inspection found insulation abrasion at 12.3 cm to 14.5 cm from the connector pin. The etfe insulation of the svc cable was damaged at approximately 14 cm from the connector pin. The abrasion found is consistent with that caused by friction with the ICD can.